Event description:
Customer called and alleged that the scale is not accurate on this bed. Customer said that the bed was in the ccu unit and they did not allege any injuries. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
A hill-rom technician recommended to recalibrate the scale to resolve the issue with inaccurate weight.